Event description:
The consumer reported receiving a second degree burn on her shoulder from use of the heating pad. The consumer stated she was leaning against the heating pad at the time of the injury, this is contrary to proper use instruction.